Event description:
The customer reported that the ECG waveforms were locking up on the screen.

Event description:
User received questionably high magnesium results for four patient samples. The user said there were no instrument alarms and no other assays were affected. Results for 4 patient samples were provided; results for 2 of the samples were discrepant. Sample 1, the initial result was 4.2 mg/dl. This result was reported outside the laboratory. The sample was repeated giving a result of 2.2 mg/dl. A corrected report was issued with the repeat magnesium result of 2.2 mg/dl. Sample 2, the initial result was 4.6 mg/dl. This result was reported outside the laboratory. The sample was repeated giving a result of 2.0 mg/dl. A corrected report was issued with the repeat magnesium result of 2.0 mg/dl. The user stated the erroneous results were corrected within 5 minutes, and verified the patients had not been treated based upon the erroneous results. The magnesium reagent lot number was 61260501. The field service representative could not determine a cause for the issue. He performed a system decontamination. To verify analyzer performance, he ran a precision study and magnesium values drifted high. Investigation of the event is on-going.

Manufacturer narrative:
Investigation determined the issue was resolved after the field service representative replaced the reagent probes and inserted chimneys in reagents requiring r1 chimneys including magnesium. No further issues have been reported by the customer since the service visit. The customer verified that no patients were treated based on the erroneous results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a failure code 810:11, due to the air in line printed circuit board being out of calibration. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague 2006 pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
On a service visit on 06/23/10, the field service representative found r1 probe and possibly r1 chimneys not being inserted in magnesium r1 reagent. He replaced r1 and r2 probes, verified all rinse and dispensing were operating correctly and pressures were adequate. He inserted chimneys in reagents requiring r1 chimneys including magnesium r1 reagent. The field service representative ran performance testing with significant improvement. Customer said they have not had any further issues with magnesium since the field service visit.